Event description:
It was reported that the customer passed away on (B)(6) 2025. Per the reporter, the customer went to the hospital and was having issues with the pump prior to the death. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.